Manufacturer narrative:
(B)(4).

Event description:
The consumer implanted for non-malignant pain and failed back surgery syndrome reported that back in 2010 they were having problems with coverage and that stimulation was not getting to the pain areas. The health care professional (hcp) decided to change out everything and replaced them with a new system on (B)(6) 2013. Everything was good since she has had the replacement. She stated that 10-20% relief helped her so much and she gets it adjusted as needed.